Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an intermittent blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump and a manual insulin injection to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump's alarm sound was not annunciating and was not vibrating when alerts and alarms were declared. The customer's blood glucose level was 300-400 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.